Event description:
Complainant alleged that medics defibrillated a 74 yr old male pt four times. After the fourth defibrillation attempt. The unit's monitor screen displayed a dotted line an ECG trace and an "check electrodes" message. The medics disconnected and reconnected the multi-function cable and electrodes, but the alleged malfunction continued. The medics obtained another unit and continued to monitor to pt. The pt subsequently expired.